Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump exhibited a double beep. The pump had an outdated clock battery. There was no patient injury.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were removed, appeared to have to cracks or fluid ingression. The device's event history log was reviewed for evidence of the reported event, "high pressure" alarm; it was found in the history. To conduct functional testing, the device was powered up and 2 "aa" batteries were inserted to power up the device. Functional test revealed that reported issue was replicated and found device was "double beeping" after power up during investigation. The issue was caused by fluid ingression found on the device. The clock battery date was checked and found that service was required. A defective occlusion sensor was found to be the root cause of the reported issue. In result the downstream sensor and clock battery were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.